Event description:
Tachy/brady heart syndrome, diabetes type ii, constant body aches and fatigue, feet, leg, ankle swelling, fluid build up in feet and ankles, chronic abdominal pain, chronic lower back pain incontinence, yeast infections, toe and finger nail fungus, sleep apnea, abnormally heavy menstrual cycles, blood clots, blood pressure issues, mood swings, ptsd symptoms, memory loss, general mental confusion, vaginal discharge, hot flashes, night sweats, bleeding/spotting after sex, urgent/frequent urination, breast pain/tenderness, headaches, migraines, dizziness, tingling sensations, anxiety/panic attacks, stroke symptoms, depression, ringing in ears, tremors/shakiness, blood clots, unexplained/easily bruising, silver metal allergies, hives/rashes, cysts, boils, acne, skin irritation/itching, nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, bowel issues, heartburn, hair loss, dental issues, insomnia, weight issues, vision problems, dry skin and eyes. (B)(4).